Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: two right atrial (ra) leads and one right ventricular (rv) lead due to non function, occlusion, redundant lead and plan to implant a new bi-ventricular ICD system. During preparation for the procedure, the physician used an ice catheter to view the leads, any potential binding sites as well as the heart¿s anatomy. The ice catheter was then withdrawn, and remained on the surgical table to be used en-lieu of transesophageal echocardiography (tee). A temporary pacing lead was placed in the patient¿s rv and served as back-up to the functioning rv lead which was used for primary pacing during the procedure. The left sided pocket was then opened, and the physician conducted a venogram, further confirming the occlusion. He chose to extract the capped ra lead first, using a spectranetics lead locking device to act as traction, along with an 11f tightrail rotating dilator sheath, and advanced slowly through the subclavian, meeting severe binding in the innominate region. The patient's hemodynamics remained stable as the physician made several attempts to advance the tight rail through the occlusion. After several minutes, the lead began to unravel, but traction was maintained. Next, the physician used an 11f tightrail sub-c rotating dilator sheath in an attempt to advance through the occlusion. He was able to advance approximately 1-2cm more, but was unable to advance completely through it and forward progress was once again stalled. The lead remained intact but was severely damaged. The physician then decided to switch to a femoral approach. Utilizing a 16f cook needle¿s eye snare and femoral kit, he was able to grasp the lead adequately enough that he was able to extract it successfully. He cut the lld from the left sided pocket, and pulled the entire lead and lld remnant through the femoral sheath from below. The patient¿s hemodynamics remained stable. Next, the physician decided to snare the other ra lead. After several attempts, he was able to snare the lead and dislodge it from the ra. He then advanced a guide wire through the lead's terminal pin (he did not cut it) and into the lumen of the lead from the pocket. He instructed his scrub technician to advance the wire slowly, from the pocket, while he pulled the lead slowly from below. This was an attempt to retain access through the occlusion - the idea being that once he was able to remove the lead from below, the guide wire that was passed through the lumen of the lead from the pocket, would retain access and he would be able to venoplasty the vein and thus open the occlusion. The attempt was unsuccessful. As he pulled the intact lead from below, the lead passed through the subclavian vein without issue but the terminal pin itself, became stuck in the area of the occlusion in the vicinity of the innominate and he was unable to free it. He made several attempts utilizing traction from the femoral approach to pull the lead down, but it would not release. Because he was able to maintain traction on the lead from the femoral snare, he instructed a teammate to scrub into the case and to hold the snare and lead in place. He went back up to the pocket and prepped the rv lead (4087) with an lld. He then used a 13f tightrail and outer sheath, advancing with minimal resistance to the area of the occlusion. After several minutes, he was able to advance the tightrail far enough through the occlusion that he was able to able to free up the stuck ra lead. The tightrail was advanced slightly past the area of the innominate vein and was slightly curved, pointing downward towards the vicinity of the superior vena cava (svc). Leaving the tightrail in this position, he went back to the femoral snare and pulled the now freed ra lead down. The lead passed between the vessel wall and the tight rail. The patient¿s hemodynamics remained stable and the ra lead was successfully extracted from the right femoral work station. The physician now went back to the tightrail at the pocket. He continued to advance the tightrail and the outer sheath into the svc and towards the right ventricle. The outer sheath remained in the vicinity of the mid-svc while the tight rail was able to advance more distally. The rv lead dislodged while the tightrail was several cm¿s away from the distal tip of the rv lead. The patient¿s hemodynamics remained stable as the physician pulled the rv lead into the tightrail and then removed them together, leaving the tightrail's outer sheath in place in the svc on a slight angle. Now that the rv lead was successfully removed and access through the occlusion was attained, 3 glide wires were placed into the outer sheath and the team advanced towards to the rv in an effort to maintain access through the occlusion so that the new biventricular ICD system could be implanted. However, the wires, when advanced, acted strangely, and came out of the outer sheath at acute angles like a ¿u¿ shape. The physician advanced the outer sheath downward in an attempt to improve access. He then conducted a venogram through the outer sheath in an attempt to visualize what could be occluding the guide wires. As he adjusted the outer sheath once more, a sudden drop in the patient's blood pressure was noted. Rescue efforts began immediately, including a rescue balloon, chest compressions, bypass and a right sided thoracotomy. Blood was removed from the right chest and the process of cutting down to the sternal wires due to the previous bypass surgery took a long time (approximately 40 minutes), but the patient remained stable on bypass. The surgeon noted that the injury could not be repaired. He noted that the innominate vein was literally "gone" along with approximately half of the subclavian vein. He felt that this was due to calcification of the vessel simply ¿giving way¿ and disintegrating. The term he used was that the ¿innominate vein is eviscerated.¿ he went on to note that the svc was ¿filleted¿ wide open and that there was not enough tissue to physically repair the vessels. The order was given to shut off the perfusion pump and the patient died. There was no alleged malfunction of any spectranetics devices in use during the procedure.